Event description:
It was reported that this this right ventricular (rv) lead exhibited a gradual increase in pace impedance measurements reaching out of range and increased thresholds. The rv lead was checked in clinic and provocative maneuvers completed with a consistent measurement of 2000 ohms in bipolar. As they patient is not pacing dependent the lead will continue to be monitored. This lead remains in service. No adverse patient effects were reported.